Event description:
It was reported that a m.blue plus (#fx804t) was implanted together with an sprung reservoir (#fv043t). According to the complainant, the reservoir was impossible to compress and the m.blue plus was not amenable to adjustment. A suspicion of shunt blockage confirmed intraoperatively. The patient underwent a revision procedure on (B)(6) 2026. Related to (B)(4) - medwatch#3004721439-2026-00144.

Manufacturer narrative:
Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.